Event description:
I used renu with moistureloc contact lens saline solution from 04/2005 to 10/2005. I had pain from my eye infection (unk) was severe on the weekend of 12/03/05 to 12/04/2005, but started on 12/02/05. My infection was not diagnosed but I still have the recurrences of photophobia phases, pain inside and around my eye, migranes, burning sensation, itching, and tearing. Recently, as of 05/24/06, I have seen another dr and he says there is no visible sign of infection, but he is going to run a CT scan. The CT scan is to examine the chances of an internal sinus infection. Because I have symptoms of infection and past evidence of problems (since 12/02/06). Vision was not checked. The pain in eye is unk (not diagnosed). Event did not abate after use stopped.